Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-01098, 1627487-2021-01951, 1627487-2021-01952, 1627487-2021-01956, 1627487-2021-01958. It was reported the patients system is inoperable due to the patient not charging. The patient reported ineffective therapy when the system was working. Patient will undergo a trial on different nerves; therefore it is undetermined what the next steps are for the current system.

Event description:
Additional information indicates the patient had their ipg, two extensions and one lead explanted to address the issue of inoperable ipg and ineffective stimulation. The patient kept two existing leads implanted and had two additional leads and an ipg from a competitors system implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.